Event description:
Procedure type: lap appendectomy. According to the reporter: upon removing the sheath from the pt, the sheath was noted to have a small piece missing from the tip. The scope was used to search for the piece, an x-ray was taken to locate the missing piece. The operating time and incision were not extended as a result, and there was no tissue loss or bleeding. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 08/31/2009.